Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan was noisy. Analysis also found the programmer failed common mode/electrode test; lem (link electronic module) printed circuit board assembly found out of electrical specification. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the system fan was noisy. The programmer was returned to the manufacturer for repair, analyzed and tested out of specifcation. There was no patient involvement indicated.